Event description:
It was reported by service report that the wheel went into a chuck hole and slipped sideways causing the cot to tip while moving a patient. It was reported that the patient required medical intervention.